Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 300 device were reviewed and this confirmed that all manufacturing, quality checks, tests had been successfully completed. The sam 300 passed ¿out qat from heartsine technologies on the 20th september 2004. The device was returned to heartsine with a reported complaint of device switching on automatically on the (B)(6)2019 . The device memory log indicates that a pad-pak was first installed on the (B)(6)2004 and performed for 5 years prior to failing an auto self-test on the 20th. (B)(6)2009 due to a low battery. The device then continued to fail auto self-tests up to the last log entry on (B)(6)2010 . The user would have been alerted with a ¿warning, low battery, device service required¿ prompt alongside an extinguished green status led. There was no evidence with the memory log of the device switching on automatically as characterised by multiple manual power ups of 10 minute duration. However, the device memory became full on the 16th march 2010 after recording 63 power ons by this date. The investigation was unable to replicate the reported fault. However, , previous experience has shown that faults of the reported nature can be, due to a membrane failure. The returned sam 300 is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved in this event. Device switching on automatically